Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) as noted on the stored episodes. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that twos was observed again. It was also reported that the twos post pace complicated by premature ventricular contractions (pvc) was decreasing the patient's heart rate to the 40's. The lead was reprogrammed. No further patient complications have been reported as a result of this event.